Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had cosmetic damage keypad unresponsive . The customer¿s blood glucose level was 14.8 mmol/l the insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump was received with a cracked select button on the keypad overlay and no back button response due to moisture damage on the electronic assembly. Also, insulin pump alarmed insulin flow blocked during the seat test due to out of specific force sensor zero offset. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. Moisture damage on the battery tube, motor assembly and force sensor noted during visual inspection. No moisture damage on the keypad assembly noted.